Event description:
Per the clinic, the patient experienced an extrusion of the electrode into the external auditory canal. Subsequently, the device was explanted on (B)(6) 2025. The patient was reimplanted with another cochlear device during the same surgery.